Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extra-cochlear placement. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 21, 2024.